Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level at time of incident: 300 mg/dl and current blood glucose is 600 mg/dl. Customer reports the following symptoms related to their high bgs: weak and head hurts. Customer reports they feel okay to troubleshoot. Customer treated for high bgs with manual injection. Customer reports they have not contacted their hcp regarding the high bgs. Customer reported recent high blood glucose event began: (B)(6)2017 and infusion set was last changed: (B)(6) 2017. Based on customer report customer does not allege pump was under delivering. Customer with high blood glucose and that customer mother wanted to stop troubleshoot and for high blood glucose and change the set out the insulin pump will not be returned for analysis.